Event description:
During a l3-s1 laminectomy a piece of the 2mm pituitary rongeur broke off inside the patient. Surgeon was able to remove the broken piece under fluoroscopy. No harm to patient. FDA safety report ID # (B)(4).